Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was observed that the cable/cord/wiring was torn and damaged. It was further determined that the device failed pretest for loctite & cable assessment. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the handle on the motor device became hot during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.